Event description:
Additional information received from a manufacturing representative reported the infectious disease health care provider (hcp) decided to keep the patient overnight which lasted through the weekend. The patient was released from the hospital on tuesday. The infection was caused by the deep brain stimulation (dbs) surgery and was located at the site of the burr holes. The manufacturing representative later reported the patient's home pic line was removed and they were on oral antibiotics. The infection had cleared.

Manufacturer narrative:
Additional infections involving different patients were reported. Please reference the following MFR. Reports. #2649622-2016-11026, #3004209178-2016-15484, #3004209178-2016-04837, #3004209178-2016-04844, #6000153-2016-00108, #3004209178-2015-16632.

Event description:
Additional information received from the manufacturer representative (rep) reported that there have been a string of infections related to the healthcare provider (hcp) account. The account isn't sure if it is the leads causing the infections, and the surgeon has put a stop order on all dbs leads until a root cause can be determined. However, it was further stated that it is not believed that the leads are the issue.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative (rep) reported that the patient called them on (B)(6) 2015. The wound had opened up again and she thought she saw her lead on the top of her head where the stimlock was. The patient was told by the rep to follow-up with the health care professional (hcp) immediately. She had an appointment with infectious disease in (B)(6) 2015 but this needed immediate attention. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0mamf, implanted: (B)(6) 2014, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3387s-40, lot# va0llna, implanted: (B)(6) 2014, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had an infection at all of the wound sites. It was noted that the patient was not very compliant and did not follow up with the surgeon. The wounds were explored, washed out, and heavy antibiotic treatment. The patient also had an overnight weekend stay for monitoring by infectious disease physician and then sent home. The device indications for use were noted as essential tremor and movement disorders. The patient status at the time of report was noted as "alive - no injury". There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.